Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had critical override and disconnected mode. The machine was rebooted, powered down, and turned back on after 5 minutes. The network cable appeared damaged and was replaced. Despite these actions, the machine remained in critical override and continued to display a warning indicating it was in disconnected mode. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into station and confirmed the device was on version 1.11, no longer in critical override, and actively in use with current synchronization status. Reviewed the critical override reason query on the server and identified multiple instances of delayed synchronization and inbound message delays related to critical override. Advised the customer to monitor the issue for a few days, and the customer provided permission to close the case. The system functioned as intended.